Event description:
It was reported that a patient underwent a posterior pelvic floor repair procedure on (B) (6) 2010. Fourteen days after the procedure, the patient complained of left upper buttock pain which had been present since post operative day one. Further surgery was performed to release tension/cut on the left arm of the mesh. The patient was still experiencing pain, however, it was reduced significantly. The patient was treated with "physio for pain" and tramadol.

Manufacturer narrative:
(B) (4). (B) (4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.